Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he was having battery issues. The customer received a new battery cap but the battery lasted four days before the insulin pump alarmed low battery again. The replacement battery cap did not resolved the battery issue. Sometimes the insulin pump did not warn the customer of a low battery and instead powered off. The customer heard a constant tone during the blank display. In the alarm history low reservoir and no delivery alarms were found. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.